Manufacturer narrative:
Upon further evaluation, it was determined this event was inadvertently reported and is not reportable due to user error. Hence, no further action will be taken regarding this MDR.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported an unconfirmed false positive result with the binaxnow covid-19 antigen self test. Confirmation testing was performed with pcr and the results have not been provided. No additional information, including patient treatment and outcome is available.